Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse s/t 25x5/8 rb had foreign matter. The following information was provided by the initial reporter: it was reported black residue on orange needle hub.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2011007. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, black particles were found embedded within the hub component. Per the feedback and images provided, this defect was most likely produced within the injection molding machines. Due to the high working temperatures, if the gases are not properly expelled, burnt particles can result. These are cosmetic defects with no risk to health as the burnt particles are embedded into the product without the possibility of detachment. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. H3 other text : see h10.

Event description:
It was reported that needle eclipse s/t 25x5/8 rb had foreign matter. The following information was provided by the initial reporter: it was reported black residue on orange needle hub.